Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to issue being identified. The system functionality was checked upon powering the system. The system powered on without any errors. The procedure completed robotically with same esu. The bipolar cord was replaced. The surgery being performed was distal pancreatectomy, case number (B)(4).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomedical engineer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the bipolar energy instrument was not available. The customer replaced the energy cord, but issue persisted. Tse advised the caller to replace the instrument to see if reported issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the bipolar energy instrument.